Event description:
It was reported that the shunt had a hole where the valve and distal catheter connect.

Manufacturer narrative:
There were no detected holes or leaks in the valve-catheter connections. The valve outlet connector was bent (see fig 1), but did not leak. The returned shunt had a small tear in the side of the reservoir (see fig 2). The valve did not pass the leak test due to this tear. The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.